Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient suffers from popping and snapping in the hip. The liner was also noted to be worn. Update rec'd 01/04/2016 - patient was revised due to pain and clicking in her hip, and lysis behind the cup. The stem and the hole eliminator have been added. Update rec'd 01/08/2016 - clinical report states patient was revised to address adverse local tissue reaction. There is no new information that would change the existing MDR decision. Complaint was updated 01/12/2016.